Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml lioresal at a dose of 455 mcg/ml via an implantable pump for intractable spasticity. It was also stated that the patient was receiving 500 mcg/ml unknown baclofen at a dose of 557.33 mcg/day. It was reported that the pump was showing an unrecovered motor stall. The troubleshooting performed was the pump was reprogrammed and the motor stall continued with no recovery. The patient did not recently have an MRI. The pump was interrogated and it was showing an active motor stall that occurred at 3:32 am. It was stated that the representative was also seeing a series of commands that had occurred and did not know what they were. It was reviewed that the pump must have been updated because it was showing the seven commands that occur once a pump was updated. It was confirmed that there was no electromagnetic interference (emi)/magnetic sources present. There were no symptoms reported. It was stated that the pump was being replaced on (B)(6) 2017. It was stated that the catheter was okay. There were no environmental, external, or patient factors that may have led or contributed to the event. The issue was stated as not resolved at the time of the report and the patient status was alive with no injury. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.